Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-16443. It was reported there was noise on the right ventricular (rv) lead that was reproducible with pocket manipulation. It was determined the patient would be monitored. Subsequently, the patient was in a car accident (B)(6) 2019. During follow-up, an episode of atrial noise was noted in addition to the rv lead noise. Programming changes were made to adjust atrial sensitivity and the rv lead would continue to be monitored. The patient was in stable condition throughout.